Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address - phone: (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a stock inspection at the distributor, a strand of hair was found in the packaging of a micropuncture transitionless pedal access set. There was no patient involvement.

Manufacturer narrative:
Summary of event: as reported, during a stock inspection at the distributor, a strand of hair was found in the packaging of a micropuncture transitionless pedal access set. There was no patient involvement. Investigation evaluation: reviews of the complaint history, device history record, documentation, and quality control procedures were conducted during the investigation. A visual inspection of device photos was also conducted. The complaint device was not returned to cook for investigation; however, photos were provided, showing hair-like foreign matter within the package. A document-based investigation evaluation was performed. Four related non-conformances were noted on the lot; however, all affected product was re-worked and re-inspected. There have been no other reported complaints for this lot number. The product IFU states ¿upon removal from package, inspect the product to ensure on damage has occurred.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of photos provided by the customer suggests that there is evidence the device was manufactured out of specification; however, there is no evidence of additional non-conforming devices in-house or in the field. Although relevant non-conformances were noted on the lot, all non-conforming product was re-worked and re-inspected, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing deficiency contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.